Event description:
It was reported that during an unk procedure, the tissue pad melted. No error codes were displayed. No pt consequences.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.